Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen (B)(6) 2025. According to the reporter, on (B)(6) 2025, when the patient was at home, she was feeling hyperglycemic, nauseous and dizzy. The sensor was reading low (less than 2.2 mmol/l) but when she did a finger prick the bg was about 30 mmol/l. The patient went to an emergency hospital. There she was treated with IV sodium, potassium, insulin and they performed glucose strip for manual bg testing. She was admitted for further monitoring and observation and was discharged the next day november 3. At the time of the report the patient was feeling stable and healthy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.